Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a burnt pin socket in port a and port b both guide pins are bent. A functional evaluation revealed the unit operated as expected and no smoke or overheating was revealed. The complaint was confirmed and the root cause has been associated with an electrical component failure.

Event description:
It was reported that before the procedure the connection port for shaver of the dyonics power controller is having issues. No patient injury reported. Subsequent investigation results later revealed a burnt pin socket in port a and port b both guide pins are bent.